Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing, intermittent high blood glucose (bg) levels (383 at the highest) with a moderate level of ketones. The cause of the high bg was not known. The contact requested the pump data be reviewed once uploaded. Multiple attempts were made to request the pump data be uploaded; however, the contact did not reply to the requests.